Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the earliest pump logs obtained was (B)(6) 2016. Low bg levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed between (B)(6) 2016 and (B)(6) 2017. User occasionally made bolus requests without entering current bg levels and still having insulin on board (iob). Basal rate was adjusted down throughout the months. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Higher basal rate in the past may have caused bg levels to run low. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 32 mg/dl and juice was consumed to address the bg level. The customer's spouse assisted the customer with treating the low bg. The cause of the low bg was not known. The customer was in discussion with a healthcare provider regarding the low bg event.